Event description:
Reporter stated the infusion set tube separated from the connector. No adverse event was reported. The alleged product is not available to return for evaluation, and the lot number was not provided.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was not returned to manufacturer.